Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 (mg/dl). Reportedly, customer administered a bolus for a meal and did not eat the meal. Emergency personnel were contacted who administered intravenous glucose, and customer also ate a peanut butter sandwich to treat low bg level. Customer was not taken to the hospital and reported that bg levels elevated to 240 (mg/dl) with the treatment. Customer administered a correction bolus to address the bg level. Recommendation was made to consult with health care provider to discuss diabetes management.